Manufacturer narrative:
Additional manufacuring narrative: other text: the returned device was evaluated. External visual inspection found no external damage or defects. The unit powered on and off using both battery and ac power. The touchscreen responds properly to physical touch, but the screen is also activated without physical touch when subjected to emi or liquids. No abnormal touchscreen functionality behavior when not subjected to emi or liquids. No internal physical defect or damages observed via visual inspection without magnification. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the radical-7 "touchscreen doesn't work, the screen moves by itself: they change the parameters, modify the alarms..." No consequences or impact to patient were reported.

Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported that the radical-7 "touchscreen doesn't work, the screen moves by itself: they change the parameters, modify the alarms..." No consequences or impact to patient were reported.